Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional patient (B)(6); patient age, date of birth and weight are not available for reporting. It is unknown when non-union began. Additional product codes jdp, hrs. Implant date is unknown. Complainant part is not expected to be returned. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, a patient underwent an open reduction internal fixation (orif) of the distal femur using synthes va condylar plate and screws. The outcome of the surgery was a nonunion. On (B)(6) 2018 the surgeon performed a revision orif of the distal femur to address the nonunion. The plates and screws were intact and successfully removed. A bone graft was inserted and a new synthes va condylar plate and screws were inserted in the patient. The revision was completed successfully with no harm to the patient. This is report 7 of 8 (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.